Event description:
(B)(6). Date of event: (B)(6) 2011. According to the information received, a blocked inlet was reported on an urine bag. It was reported at during the night the urine was blocked at the non-return foil and was backed up in the tube. It was not possible to press the urine into the bag. He tried several more bags from this lot and could see that the urine was blocked in a similar fashion.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.